Event description:
Pt was injected in (B)(6). A total of 0.9 ml was injected into the upper bridge of the nose on (B)(6) 2011. At no stage during the injection procedure was balancing or any other skin charges noted. The pt reported pain in the upper medial aspect of the right supraorbital area towards the end of the procedure. Again no skin changes were noted at this point in time. Some massaging was done, no product was at the actual site of the pain. The pain settled a bit with paracetamol (otc pain reliever) and an ice pack; she remained in clinic for 1 1/2 hours for observation. Pt did not inform the clinic until scheduled appointment on day 5 with dr. (B)(6). The pt reported pain for several days, pustules developing on day 2, and then the skin broke down with crust formation on the evening of day 3. The skin was cleaned or dressed and pt started on oral cephalexin (antibiotic). Pt was away for 2 weeks and after returning, the skin was healing well.

Manufacturer narrative:
The device history records for radiesse lot (B)(4) were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. Dr. (B)(6) treated the pt with prp (platelet-rich plasma) sessions, which he plans to continue in order to improve the contour of the skin. There is some post-inflammatory pigmentation in the area which should resolve over time. Dr. (B)(6) is hopeful that the pt will have almost complete resolution of the skin changes following the procedure.